Event description:
During a ventricular tachycardia electrophysiology procedure using an agilis epicardial introducer, a pericardial effusion occurred. An epicardial puncture was performed and an attempt was made to insert an agilis epicardial introducer; however, resistance was noted. The pt became hypotensive and echocardiogram noted a slight pericardial effusion. A pericardiocentesis was performed to stabilize the pt. The pt was transferred to the ICU and discharged home the following day. There were no performance issues with any sjm device.

Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info received, the cause of the reported pericardial effusion was procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.